Event description:
It was reported that two screwdrivers from the t2 set had been broken.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.